Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat pelvic organ prolapsed on (B)(6) 2009 and mesh was implanted. It was also reported that the patient experienced multiple complications, including erosion, bladder spasms, stress urinary incontinence, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and pop repairs. It was reported that the patient underwent excision of mesh and vulvar abscess on 09/15/2011 due to cystocele, rectocele and erosion

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional information